Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence it was reported that the implant did not help them since it got implanted. Patient said nothing has changed with their condition. Patient said that they are not using the device, so it's turned off all the time. The patient said they lost a lot of weight and is protruding out. Patient states they have a scheduled surgery today to remove their implant. Patient asking if they need to do anything on their device. Agent reviewed device disposal guidelines. Agent informed patient to turn off therapy before surgery. Patient no longer seeing hcp on file. [See mr for rule out of wt lost/device protruding].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.